Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, diopter -5.50 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved. As of the date of MDR submission, the device has not been returned for evaluation.

Manufacturer narrative:
Device evaluation: lens was returned in microcentrifuge vial with some moisture on lens. Visual inspection found no visible damage on the lens. (B)(4)..